Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing. The ra lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 977c165 pain stim lead; 97715 pain stim ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.